Manufacturer narrative:
Date of event has been estimated. The device was not returned for evaluation. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown due to the part/lot number were not provided.

Event description:
On (B)(6) 2012, a 3.5x28mm unspecified xience was implanted in the left anterior descending artery (lad). On (B)(6) 2021, the patient returned with in-stent restenosis. The lesion was pre dilatated with an unspecified device and an unspecified drug eluting balloon was used to treat the in-stent restenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.